Event description:
Dr was doing a lumpectomy with axillary dissection. During the lumpectomy he had asked for curved mayo's to cut the breast tissue. He had then turned to the scrubb nurse and asked for a different pair because they were not cutting. As the nurse turned to get curved mayo's from second set-up, the dr picked up the straight mayo's. When he put the scissors back on the mayo stand, the top of the scissors was broken off. The missing piece was brought to the attention of the dr who removed the broken piece from the incision. The other surgeon in the room requested a report be filled out.